Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An operating room manager reported that on (B)(6) 2018, the metal portion of the au6d5l 6 contact depth electrode came off and was left in the patient during a removal case. There was no patient injury reported caused by the event. Additional information received on 08may2018: the surgeon stated that the patient was notified of the retained items and that there should not be any further problems but the patient will be monitored for infection or further seizure activity. No further treatment was conducted to remove the electrodes. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history records of ref (B)(4), lot # 204991 were reviewed and did not reveal any anomaly that could explain the reported event. The complaint is unconfirmed. The root cause of the complaint is undetermined.